Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. Customer declined follow up from tandem technical support. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. A new charging cable was sent to the customer. There was no reported adverse impact to the customer¿s blood glucose level.